Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock. The patient was seen in clinic, and it was determined the patient received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response. The ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.